Event description:
It was reported that constant low run times error was given despite following proper battery management. No adverse event reported.

Manufacturer narrative:
Reported complaint of "constant low run times error was given despite following proper battery management" could not be verified because the battery was not returned for eval. A supplemental report will be filed if the battery is returned. No adverse event reported.